Event description:
The customer reported obtaining erroneous accutni result in the risk stratification range on one pt when using unicel dxc 600i synchron access clinical system. Erroneous test results were reported out of the laboratory. The results were questioned by the physician and upon repeat analysis the accutni result was in the normal reference range; subsequently, reporting those results out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged for 4 minutes at 4800 revolutions per minute (rpm). The collection tube was over half filled and the appearance was clear. The sample was aspirated from the primary tube for the initial results. The repeat sample was on microfuged aliquot. Quality control (qc) and systems were within specifications. Service was not dispatched for this event. However, the field service engineer (fse) did speak with the customer regarding this event. The customer is satisfied with the instrument performance and believes this to be isolated to this one pt sample. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.